Event description:
The pt was consented to have a research MRI of their breast. After the exam was completed and pt was removed from the magnet pt commented that their left forearm and an area on their left side felt warm. Their arm and side were touching the side of the scanner due to pt's body habitus.